Event description:
It was reported that during a ptca / stenting treatment procedure, removal difficulties and stent damage were encountered. The pt experienced venticular fibrillation during this event. The lesion being treated was a calcified, 95% stenotic lesion in a tortuous, 2 mm diameter mid right coronary artery. The physician used a 6f introducer sheath for right femoral vascular access and a 0.014" bmw torque floppy guidewire and a 6f guide catheter to cross the lesion. Following predilatation of the lesion with a 1.5/10 mm balloon, the liberte bare monorail 8/2.25 mm sds crossed the lesion without difficulty. The sds balloon was initially inflated to 7 atms for 15 seconds, then to 9 atms for 10 seconds. Upon attempted removal of the device, it was discovered that the stent had not been deployed, but remained on the balloon. The stent struts became caught on the distal end of the guiding catheter, necessitating removal of the guiding catheter and sds as a unit. The procedure was successfully completed with balloon angioplasty. No injuries were reported. The pt status is listed as 'good'. No additional information is available regarding this event.